Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? How many devices demonstrated the alleged deficiency? Batch manufacturing record of nw5036/v4015 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports were reviewed for tensile strength value, needle pull-off value and found to meet the specification requirement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the operation, we observed that the suture material was repeatedly breaking while in use. This created significant difficulty in maintaining proper wound closure and posed a potential risk to patient safety. Such performance is not expected from a surgical-grade product and is a matter of serious concern. There were no patient consequences reported. Additional information was requested.